Manufacturer narrative:
The reported field of event insulation damage from the suture sleeve was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented post implant with lead dislodgement. Upon an attempt to reposition the lead, insulation damage from the suture sleeve was noted. The lead was explanted and replaced. The patient was stable before, during and after the procedure, and was discharged as expected.